Event description:
Pt to or for lt hip repair with spinal anesthesia IV sedation. Vs and pulse sao2 stable, bone cement inserted into canal of bone per dr. In less than 2 minutes, pt vs decreased sao2 decreased. Stat meds given epihephrine per anesth. Ett placement bagged to breathe, sent to ICU/observation without or surgery complete. Pt coded again on 8/12/94 and died.